Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed. Per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable because there was an open clamp on unused supply line and the patient disconnected the patient line during therapy. The label review found the labeling adequate for the use error in this complaint. Baxter found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's technical service center to report a system error 2240 which occurred on home choice during use during dwell 3 of 4. The baxter technical representative (tsr) explained the alarm and found that an unused line was open. Tsr then assisted the home patient (hp) to retrieve the cassette and advised hp to let the registered nurse know about the alarm. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.